Event description:
The pt received the scs device on (B)(6) 2006. It was reported the ipg began to sag in the pocket due to weight loss resulting in discomfort. The ipg was removed and replaced.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of discomfort could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.